Event description:
The device was not returned for eval but the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to the reported event. Co is unable to establish a root cause based on the available info. Upon further query of the customer, it was determined that there were no adverse pt reactions as a result of this event. The facility reports that there was "no bleeding or hematoma present." Based on the info received, this event is not reportable. The date of the event was in 2005. The date that the firm first received info about the event was 5/25/2005. The current status of the device is unk. The firm is aware of other complaints regarding suture breakage. Changes made to the suture trimmer will possibly decrease the number of suture break complaints. The new version of this device included covering all metal edges around the distal tip with plastic. The suture trimmer version 7 was phased-in with lot number 27007-6h.

Event description:
The physician attempted to perclose sheath site with a perclose proglide. Procedure going as expected until the suture broke while attempting to tighten the knot to close the artery. The physician inserted a 7 french sheath and removed all remaining suture from the puncture site. No evidence of bleeding or hematoma after the placement of the sheath.